Event description:
It was observed during the device inspection, that the tracheal intubation videoscope exhibited a peeled coating on the flexible tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The inspection method for the suggested event is described in the operation manual ¿chapter 3 preparation and inspection section 3.3 inspection of the endoscope." Based on the results of the investigation, the definitive root cause could not be determined. However, it is presumed that the event was caused by stress of repeated use, external factors or handling. Olympus will continue to monitor field performance for this device.